Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a percutaneous nephrolithotomy procedure. During unpacking, it was found that the device was fractured. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block b5 has been updated based on the additional information provided on october 23, 2025. Additional information clarified that the reported issue was the coil was detached. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a percutaneous nephrolithotomy procedure. During unpacking, it was found that the device was fractured. The procedure was completed with another same device and there were no patient complications reported. Additional information received on october 23, 2025, stating that, the coil/pigtail was detached at the end of the stent.